Event description:
A customer reported the doctor was unable to activate functions on 3 of the 4 buttons of the footswitch during a procedure. The only one that works a continuous irrigation. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).